Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents. The reported balloon rupture likely occurred due to case circumstances. It is likely that the balloon interacted with the anatomy such that the balloon became damaged (scratched) and subsequently ruptured during inflation. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo, 90% stenosed, concentric, moderately calcified lesion in the non-tortuous, mid left anterior descending coronary artery. The 3.0x12 trek balloon dilatation catheter (bdc) was advanced without resistance and ruptured during the first inflation at 6 atmospheres. The bdc was removed without resistance was replaced with a non-abbott balloon to continue the procedure, followed by deployment of a drug eluting stent. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.